Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic and iliac aneurysm approx 5.5 months ago. The aneurysm diameter is unk. The vessel morphology was reported as severely diseased with mild calcification, moderate tortuosity (a sharp bend in the ipsilateral limb), and poor outflow. It was reported that the pt presented emergently with leg pain 1 month ago and an angiogram was performed revealing there was an occlusion of the stent graft from the flow divider down to the common femoral artery involving the ipsilateral limb and the ipsilateral extension (ref MFR 2953200-2011-00637). The physician elected to perform a thrombectomy, modeled with another manufacturer's balloon. A 10x57 stent was implanted and the occlusion was resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (arterial and venous occlusion) (moderate tortuosity, a sharp bend in the ipsilateral limb, the vessels were severely diseased, and there was poor outflow). Conclusions: (moderate tortuosity, a sharp bend in the ipsilateral limb, the vessels were severely diseased, and there was poor outflow).